Manufacturer narrative:
Initial report: device to be investigated on return to the manufacturer. Follow-up report: device retured, undergoing investigation. Final report: device tested for 4 days under load, with occlusion at the maximum possible value. No issue found during test or under log review. The pump worked as expected.

Event description:
During setup roller pump was working as expected. Perfusionist during set-up stopped the pump and then the pump would not restart. The monitor showed a exclamation mark on the roller field. The pump would not restart. This did not occur during a case. Patient was not involved. No risk of patient harm.

Manufacturer narrative:
Device to be investigated on return to the manufacturer.

Event description:
During setup roller pump was working as expected. Perfusionist during set-up stopped the pump and then the pump would not restart. The monitor showed a exclamation mark on the roller field. The pump would not restart. This did not occur during a case. Patient was not involved. No risk of patient harm.

Manufacturer narrative:
Device to be investigated on return to the manufacturer. Follow-up: device returned, undergoing investigation.

Event description:
During setup roller pump was working as expected. Perfusionist during set-up stopped the pump and then the pump would not restart. The monitor showed a exclamation mark on the roller field. The pump would not restart. This did not occur during a case. Patient was not involved. No risk of patient harm.